Event description:
It was reported that on the day of implant, the patient complained of chest tightness and pain, and pain in her left arm. Medical therapy was given. An x-ray revealed a left pneumothorax, and a chest tube was placed. No further patient complications have been reported as a result of this event.